Event description:
It was reported that the patient presented an open scrotal wound and due to this, the physician removed all inflatable penile prosthesis (ipp) components and washout the spaces with beta/saline & antibiotic irrigation. A surgical procedure was performed to replace the system. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.